Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during an open reduction internal fixation (orif) of an elbow, the threaded tip of a guide wire broke off. A 3.0 headless compression screw was successfully inserted into the bone fragment. Once the screw was inserted, the 1.1 mm threaded guide was removed and approximately 2 mm of the threaded tip of the wire broke off and remains in the patient. The surgeon opted to leave it in the bone as it was not in any articular surface and posed no harm to the patient. The screw was eventually removed, as the surgeon felt there was no longer any need for it once the plate was applied. The surgery was completed successfully without any delay or harm to the patient. Concomitant devices reported: plate (quantity 1), 3.0 headless compression screw (part #02.226.140, quantity 1). This report is for one (1) 1.1 mm threaded guide wire. This is report 1 of 1 for (B)(4).